Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly noted. No damage was found to the lcd connector on the isolation tape. No moisture damaged was found on the electronics, motor, battery tube, and vibrator noted. The device had cracked case at display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the insulin pump after attending a water park. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.